Event description:
During the start of the af procedure using non-abbott pfa (farawave), it was noted that the ensite x dws was unable to boot up and the ensite x monitor went black. It was also noted that the ensite x monitor was displaying a "critical medium error". The procedure was cancelled. There were no patient consequences.